Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the user attempted to fire the device for the fifth time; however, the tip of the tack had already released halfway from the device's shaft prior to firing, and "the tack hurt the organ a little." The patient experienced oozing bleeding; however, there was no unanticipated blood loss of 500cc or more as a result of the problem. Hemostasis was performed to correct the problem. The user stopped using the device on a patient, and test fired the device outside the body; however, nothing improved. A new device was opened to correct the problem and no issues occurred with the new product. The last known patient status is "good." The operating time was not extended by more than 30 minutes as a result of the problem. There was no unanticipated tissue loss. There was no device component that fell into the cavity. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the noted that the shaft was disassembled from the handle. The handle was cracked both on the top and bottom of where the shaft connects to the handle. The most probable root cause for the helix partially advanced, an out of time condition of the exposed helix in the tip was necessary. This is caused by excessive manipulation of the instrument during use. However because the instrument was received with the shaft disassembled from the handle, this condition cannot be confirmed. Visual and functional testing of the returned sample confirmed the product did not meet medtronic quality release specifications that were tested regarding the reported conditions due to the disassembled handle and shaft. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.